Event description:
It was reported to boston scientific corporation that a captivator? Cold was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician was unable to cut through the polyp with the captivator cold snare. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.